Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/70 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: lead integrity and failure evaluation in left bundle branch area pacing: the life-lbbap study. Journal of the american college of cardiology: clinical electrophysiology. 2025; 11:158¿170. Doi: 10.1016/j.jacep.2024.09.020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of lumenless leads for left bundle branch area pacing (lbbap). The authors described patients who underwent lead extractions due to acute rise in impedance, loss of capture, and fractures proximal to the ring. The loss of capture caused clinical repercussions including significant bradycardia, dyspnea, or fatigue. One fracture was attributed to lead-to-lead interaction of lumenless lead continuously rubbing against a defibrillator coil. Another fracture was speculated to be a result of multiple screw attempts at implant, and a fragment of the lead (distal to the ring electrode) was retrained in the interventricular septum at explant and was not retrieved. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.